Event description:
A patient reported that they felt stimulation in the vaginal area, but when they increased stimulation past a certain level, stimulation was hurting up to the rectal area. It was reviewed with the patient that stimulation was not supposed to be uncomfortable, and if the patient increased to an uncomfortable level, they may want to decrease it to a comfortable level. It was reported the patient increased stimulation to 0.90v and stated that when they increased it past 0.90v, they felt crampy. Additional information was received from a patient on 2017-feb-06. The patient stated that the stimulation hurting up to their rectal area and cramping when the stimulation was past 0.9 volts was not resolved. At the time of the report, the patient was trying to reach their urological surgeon. It was hard to do so as the doctor is a very busy doctor. The patient stated that they had a theory that a different program would work more properly to relive their present dilemma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that in the past 3-4 months, the patient lost 25 pounds and has generalized weakness; they cannot brisk walk or exercise. It was noted that the patient did not think this was related to the implant. However, since this time, they have also had a sudden return of leakage. The patient requested help using their patient programmer to turn the device on and adjust the stimulation. The patient was able to feel comfortable stimulation at 0.9 volts, but noted that increasing past that level made them feel ¿crampy.¿ it was also noted that increasing stimulation past a certain level hurt up to their rectal area.